Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at a display window corner and cracked battery tube threads.

Event description:
It was reported that the insulin pump had sticking buttons and an unresponsive keypad. The caller stated that the esc and up buttons would stay depressed after being pressed. The customer's blood glucose was 7 mmol/l. The caller did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.